Event description:
It was reported that patient fell 2 days ago and broke their hip and had a partial hip replacement. The patient had trouble urinating last night and a loss of therapeutic effect so they tried to adjust today and were getting a caution sign. The patient¿s friend or family member was not being able to adjust stimulation. The patient programmer display showed a ¿call your doctor¿ icon with a power on reset (por) condition. The por was seen on the programmer this morning about 10 minutes prior to the call. The patient was currently admitted to the hospital and had been there for 2 days. The patient had a catheter in part of the time, but now since last night had trouble urinating. The patient didn¿t have their adjusting equipment so their friend or family member brought it in this morning to adjust it. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v207130, implanted: (B)(6) 2009, product type lead. (B)(4).